Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: deposits, tissue residues on the shunt system. Deposits in the sprung reservoir. Permeability test: the test showed that the progav 2.0 shunt system is permeable. Computer control test: the computer control test showed the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 4.02 cmh2o. This is within the specified tolerance of 5 ± 3 cmh2o. Additionally, the shuntassistant was tested according to standard procedure in the vertical position of the valve. At a fixed opening pressure of 25 cmh2o in the vertical position, a pressure of 25 +4/-2 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the shuntassistant had a pressure of 22.40 cmh2o. This is not within the specified tolerance of 25 +4/-2 cmh2o. The outflow operated with a tendency to accelerated drainage. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valves were finally opened with a special tool. After dismantling of the valves, deposits were found in both valves. Results: for the sake of thoroughness and transparency, we would like to point out that an adjustment test wase already carried out after the revision at the hospital. Based on our investigation results, we can determine deposits. The deposits influenced the outflow in the vertical position in the shunt system. The cause of the aforementioned functional impairment ("spontaneous setting changes") is not known to us at the time of the examination. The adjustment and the brake function are within the specifications. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx352t) was implanted during a procedure performed on an unknown date. According to the complainant, the progav 2.0 caused an spontaneous setting change. Reportedly, the patient may have manipulated setting with magnetic toy. The patient underwent a revision procedure on (B)(6) 2023. The complaint device will be returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 10 years. Gender: male.